Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendation for patients dependent on pacemaker to have prompt generator change. Patient is dependent on pacemaker. Patient had generator change [redacted].